Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the driveline being disconnected was confirmed via analysis of the submitted log file. The log file contained approximately 26 days of data (11nov2022 ¿ 07dec2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 0:28:18 and the pump stopped operating. The driveline was then reconnected at approximately 0:28:27 and pump resumed operation at the set speed shortly after. Aside from the brief driveline disconnection on (B)(6) 2022 at 0:28:18, the pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the cause of the driveline disconnection was not determined. It was also reported that the equipment connections were inspected. The heartmate 3 system controller (serial number: (B)(4) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number: (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc#: (B)(4) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline disconnect was observed on (B)(6) 2022. It was unknown if the disconnect occurred at the controller or modular cable connection. Log file review confirmed the driveline was disconnected at 12:28:18 am and reconnected at 12:28:30 am. No other unusual events were noted. It was later communicated that no cause for the driveline disconnect was determined despite inspecting equipment connection. Related manufacturer's report: 2916596-2022-16106.